Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.n986usqsdhyg5 hardware: sm-n986u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room with hyperglycemia. The patient's blood glucose levels reached greater than 900 mg/dl, while wearing the pod between 24 and 36 hours. The pink slide of the pod did not move forward, indicating a needle mechanism failure. Symptoms reported include blurred vision. The patient was treated with insulin through intravenous (IV) and saline hydration. The patient was discharged from the hospital emergency room the same day.